Event description:
Pt called lfs in 2004 and alleged that their meter was reading inaccurately low. The pt stated that they have only been using this meter for the past 6 weeks. They stated that recently (could not give a date) began to experience leg pain. They went to the hosp in 2004 and because of the leg pain. A blood glucose test was performed on a meter and the result was 268 mg/dl. An arteriogram was performed at the hosp to check the pt's arteries. The pt is now scheduled for an operation on their right leg due to no pulse. Pt had a heart bypass 4 months ago. A lab test was also performed and the result was 300 mg/dl. The pt went home and tested on the meter and the result was 14.6 mmol/l. The pt read the result as 146 mg/dl. The pt reported decreasing their insulin on their own based on the lower meter readings. They take humulin n and regular and bases it on what they are going to eat and the results. They could not provide specifics about the amount. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were done correctly. The pt performed a control solution test, which passed. It was discovered during troubleshooting that the meter was set to the wrong unit of measurement. Based on the info provided, there is no evidence of a meter malfunction. However, there is evidence that the meter may have contributed to the serious injury due to use error. The pt decreased their insulin due to falsely low results, which led to high blood sugar results. No replacement items are being sent to the pt.